Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company iii (c) cartridge, company iii handpiece and non-qualified viscoelastic. Compnay product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The company model is only qualified for use in the company (a) cartridges. The root cause is most likely a failure to follow the dfu. The account used a non-qualified lens/company combination. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens/company combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic on the lens broke upon insertion in the eye. The lens was not implanted and the surgery was not complete. The surgeon complete the case with a new lens one (1) week after the initial procedure. Additional information was requested.